Event description:
It was reported that the stylus would not calibrate. Another programmer had to be used to complete the interrogation. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; able to use and calibrate stylus with no fault found. (B)(4).